Event description:
It was reported that the stent was bent. A 8 x 60 x 75 innova vascular stent was selected for use. During preparation, it was noted that the stent was bent and was unable to be used in the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the stent was bent. A 8 x 60 x 75 innova vascular stent was selected for use. During preparation, it was noted that the stent was bent and was unable to be used in the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities.